Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 25) with multiple cartridges during the load process. Reportedly, the customer confirmed that the cartridges were properly installed and were not removed out of sequence. Customer's blood glucose level was not impacted. It was confirmed that the customer had manual injections for backup insulin therapy.